Event description:
It was reported that during equipment preparation, the cardiosave intra-aortic balloon pump (iabp) unit is making a beeping sound. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer powered up the unit as normal condition (no beep sound). Performed all manifold tests, passed. Fse couldn't duplicate customer feedback issue. Equipment operated as normal.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is making a beeping sound while doing equipment preparation. There was no patient harm reported.